Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided). Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the infusion set site. Bg was treated with a glucagon injection, and glucose. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.